Manufacturer narrative:
The pump has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/27/2014 with the following findings: pump information from date of complaint has been overwritten: unable to confirm or duplicate the complaint during investigation. No defect was found. Last basal delivery was on (B)(6) 2014 at 02:00 am, reported date of (B)(6) 2014 is overwritten in the black box . "Loss of prime¿ warnings associated with cartridge change are observed is the black box .tdd add up and reflect the programmed basal rate target -no ¿loss of prime¿ or any other alarms occurred during the investigation, the unit reflected 24u after a 24hr on 1u/hr duration test. No intermittent condition was found to the force sensor circuit, the product delivers within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging blood glucose levels up to 497 mg/dl with frequent urination and tiredness. The reporter indicated having multiple loss of prime warnings. The pump prime history was reviewed and found that the patient was not completing the full prime steps. During troubleshooting of the issue, the patient confirmed being able to change the infusion set and complete the prime step until several drops were seen coming from the end of the tubing. The patient was advised on correct priming technique and was advised on the need to change supplies with unexplained high blood glucose levels. This report is made based on the allegation that the patient experienced hyperglycemia associated with incomplete prime steps.